Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an in-house system for a latex cut test. The scissors cut cleanly through .006 of latex. The blades were not damaged. Additional observations not reported were the tube extension had pad printing removed. The tube extension had the orange covering removed, leaving black spots on the tube. Failure analysis concluded the damage was likely due to improper cleaning. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish above the tube reinforcement ring. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. No cracks were found on the main tube. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing removed and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the scissors were dull on a monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.